Event description:
Information was received from a consumer regarding a patient currently receiving morphine (15 mg/ml at 6-7 mg/day) via an implanted pump for the last 2-4 years. The pump had previously delivered morphine (20 mg/ml at 6-7 mg/day). The reporter was not sure when the drug concentration was changed. Per the reporter, the patient had ¿pre-existing conditions (from vietnam) which included ptsd, memory issues, copd (from smoking from being anxious) and asthma.¿ on (B)(6) 2016, it was reported that the pump ¿broke 3-4 times¿ in the past. The reporter ¿could not give specific dates, years, etc.¿

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.